Event description:
Caller states that she tested 3.3 inr on the coaguchek xs system and 2.4 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that she no longer has the strips, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). The correct date received by manufacturer is 09/14/2011 but cannot be changed due to system limitations.